Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level and low blood glucose level. Customer blood glucose level at time of incident was 32 mmol/l. Customer had low blood glucose level of 2.9 mmol/l. Customer lows at night and highs in the day and getting air bubbles in reservoir. The customer was treated with insulin pump and injections. Customer had ad 5 hour break from pump. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of event. Customer alleged insulin pump was under delivering because as same happened on previous pump that was replacement last week and an injection did not bring her down. Customer had a couple of insulin flow blocked. Customer was assisted with troubleshooting for high blood glucose. The reservoir will not be returned for analysis.